Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/noisy unit. The key failure is the compressor is locked up. Associated malfunctions for this device: pilot valve overheating, filter dirty.